Event description:
It was reported that the dexcom device was not alarming during a hypoglycemic event. It was reported that for the past six months, the patient's dexcom has not been working consistently. The patient had two separate instances within the past six months where they had a hypoglycemic event that resulted in a seizure and 911 call. The patient stated the "dexcom alarms did not go off as they should have." Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.